Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a motor arm error and a critical block error. The customer¿s current blood glucose level was unknown at the time of the incident. The customer reported the errors occurred during the rewind/load reservoir/fill tubing process. Troubleshooting was completed and the customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.